Manufacturer narrative:
Reporting institution name: (B)(6).

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the self check test failed. The fse evaluated the device onsite and it was determined that this was an issue with the paddle tray. The fse cleaned the paddle tray and paddles and the device passed functional testing. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported issue was cause by dirty equipment. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The paddle tray and paddles were cleaned to resolve the issue and the device was returned to service the investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.